Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump was received with no vibration during self test due to broken/cold solder joint of vibrator motor wire on power board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had vibration anomaly. The customer¿s blood glucose level was unknown. The customer reports a vibrate anomaly after the pump was exposed to magnetic fields. Then we have performed the self test, no alarm appeared, but the vibration didn't worked. The insulin pump will be returned for analysis.